Manufacturer narrative:
Additional information: d4: expiration date(update the null value to n/a), d9, h3, h4, h6(update), h11. H4: the lot was manufactured between 02/24/2025 and 02/25/2025. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed; a leak was observed at the second y-site clearlink. As per the autopsy of the clearlink, a damaged gland (holes at the gland) was identified. The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the lowest port. The device contained anti-thymocyte globulin. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.